Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, (B)(6), list number 1l79. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results on the architect i2000sr analyzer during a comparison study between the architect and the roche cobas e801 system. The following information was provided: a follow up testing of wholeblood retained from a donor on (B)(6) 2018, sid (B)(6) was tested (B)(6) for architect anti-hcv initial (B)(6) at haema ag in (B)(6). ID-nat at haema in (B)(6) was also (B)(6). The sample was (B)(6) with two bands in inno-lia hcv score, fujirebio blot. No impact to patient or donor management was reported.

Manufacturer narrative:
On 29aug2018: upon further review, this discrepant result was obtained during troubleshooting and was not intended for patient management. Architect testing was only done recently as part of this donor investigation and not for normal management of the donation/donor. Therefore, this event is no longer reportable per 21cfr803.